Event description:
Same case as MFR ID # 2134265-2013-08442. It was reported that during a intervention procedure, a vessel dissection occurred. The lesion was a calcified chronic total occlusion (cto) located in the popliteal artery with no flow. The physician used the truepath cto device however half way through the procedure the physician chose to continue with just wires including a victory guide wire with a rubicon support catheter. The physician was unable to cross the cto lesion with the truepath or guide wire. A small vessel dissection was noted proximal to the cto. The procedure was concluded and the patient was scheduled for bypass surgery.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).